Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient? - how many products are involved in this event? - in how many products the suture thread is not attached to the needle? - how many products broke off instantly? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify - when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify - device return status:

Event description:
It was reported that a patient underwent an ophthalmic procedure on an unknown date and suture was used. During the procedure, it was reported that the suture broke and got detached from the needle. No adverse patient consequences were reported. Additional information was requested.